Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace branch broke off while preparing tissue for no apparent reason. A fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the device was checked before use and there was no damage or anything unusual. The front of the device was damaged during tissue preparation. The surgeon believed that the instrument broke or the fragment fell for no apparent reason. The instrument was in use for approximately 1.5 hours before the problem occurred. The surgeon did not notice any problems with the functionality of the instrument during the surgical procedure. The instrument did not collide with other instruments or hard materials during the surgical procedure. No fragments fell into the patient during a collision between the instrument tip and accessories. The instrument was not removed during the procedure (before the fracture). After the final removal of the instrument, the wrist was extended. No resistance was felt when removing the instrument through the cannula. There was no damage to the cannula noticed after the incident, and there was no other damage noticed to the instrument after the incident. The fragment(s) were recovered with the help of pliers. All fragments were recovered, and it was confirmed that the fragment was complete. No additional surgery was required to remove the fragment. No postoperative x-rays or ultrasound examinations were performed to check for any remaining fragments. The procedure was completed robotically. The patient was not injured. There are no photos or video recordings of the device(s) or the procedure available for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at the midpoint. A piece approximately 2.1 mm x 10 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.